Event description:
The tracheostomy tube fractured. Md (doctor) noted this fracture occurred: "in a location where these tubes are never supposed to come apart -- at a plastic weld where the tracheostomy tube locks into the inner cannula."